Event description:
Customer reported: the doctor stated this catheter needed to be exchanged because the patient could not be dialyzed due to a continuous stream of air bubbles in the arterial lumen of the hemostream catheter. The doctor stated the dialysis followed standard protocols and attempted to remove air with a syringe. He then stated that he could draw on the catheter fine, but once the patient was hooked back up to the dialysis machine a continuous flow of air bubbles was again seen and the machine started alarming.

Manufacturer narrative:
The device sample was returned and investigated. The sample was leak testing, and initially passed. During repeat of the test, the sample failed the leak test. Upon further investigation of the sample it was noted that there was a cut on the arterial lumen under the arterial hub. The arterial lumen was examined closer under the microscope and it was noted that the arterial lumen was compromised from the inside of the lumen. This is evident from the flap that is present on the tubing. This would also cause the device to function under low pressure (i.e. The doctor was able to pull with the syringe), but leak under higher pressure that would open this flap (i.e. The pressure from the machine.) There is no process during the production of this device that would cause this defect. Per the risk analysis, a leak on the arterial lumen is less critical then a venous lumen leak, as the machine will alarm and the dialysis would be stopped due to air in the dialysis machine.